Event description:
While servicing the device, an authorized bench technician discovered that the power pca was missing a transistor from location c173. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn# 1218950, the correct cfn# is 3030677.

Event description:
While servicing the device, an authorized bench technician discovered that the power pca was missing a transistor from location c173. There was no patient involvement.